Event description:
Customer stated that the attachment seemed to get unusually warm during a case and when removed from the drill motor some internal components appeared to have come out and into the sterile field.